Event description:
It was also noted that the patient engaged in twiddler's syndrome. The device was replaced due to elective replacement indicator (eri).

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a leaky capacitor. The high current drain depleted the battery to end-of-life (eol) level.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that upon pulse generator interrogation in 2009, high current drain was noted. Battery data revealed 2.61 v, 53 ua and 3.2 k with an estimated remaining longevity of 0.25 years to elective replacement indicator. In 2008, current drain was around 20 ua. Although the patient was asymptomatic, the pulse generator was explanted and replaced, due to the high current drain.